Event description:
It was reported that a device was used during a low anterior resection without incidence. A leak test of anastomosis was not performed prior to close. First day post-operation it was noticed by CT scan that staple line was leaking. Patient was given one unit of packed cells and treated with conservative therapy.